Event description:
It was reported that the suture broke. Upon preparation outside the patient's body, the suture of a 10.3 flexima drainage catheter broke. The procedure was completed with another device of the same size. No complications reported and patient did well.